Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, decontaminated, a broken battery door, the dso seal was bubbled, and the lens was scratched. Functional testing was performed, and the reported issue was able be replicated. The root cause was determined to be unknown. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the downstream occlusion sensor seal was bubbled. Per reporter the issue occured during infusion, no adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.